Event description:
The customer reported that he experienced unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 254 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history and the customer stated that his meal bolus was missing. The customer ran a bolus during the call, and it did record on the bolus history. The insulin pump failed the high pressure test twice. The customer also reported that he was hospitalized on (B)(6) 2012 due to low blood pressure and a blood glucose of 121 mg/dl. However, the customer stated that he also experienced high blood glucose levels the entire time he was in the hospital, and they were unable to bring them down. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.